Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Was the orange tying area completely visible prior to attempting to connect the anvil to the device? What confirmation was received that the anvil was properly attached? Where in the green gap setting scale was the indicator located prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? How may counter-clockwise revolutions of the adjusting knob were used to open the device? What method was used to remove the device? Was the tissue cut completely? Were any staple formation issues identified? If so, please describe the shape. Were the donuts inspected? If so, were they complete? Was a complete washer transection confirmed? How was the bleeding controlled? How was the procedure completed following the conversion to laparotomy? What is the current status of the patient?

Event description:
It was reported that at making colo-rectal anastomosis during a left colectomy, the device was used as indicated. However, when the surgeon removed the device, the anvil was stuck in the colon, separated from the clamp. The anvil was recovered from the colon and a small blood leak was noticed during the anastomosis. Conversion to laparotomy was so performed.